Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily calcified, moderately tortuous, concentric, de novo, proximal to mid left anterior descending (lad) artery after predilatation with a 2.25 x 12 mm non-abbott balloon dilatation catheter (bdc), additional dilatation was performed with a 2.25 x 12 mm nc tenku bdc. It was noted that the first inflation was at 14 atmosphere (atm) but during the second inflation at 14 atm the balloon ruptured. There was no reported adverse patient effect. It was further noted that a 2.0 x 12 mm mini trek bdc was advanced with some anatomical resistance noted reaching the lesion; during inflation at an unspecified atm the balloon ruptured without any reported adverse patient effect. The procedure was completed using a 2.75 x 8 mm non-abbott bdc with a good result. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, runthrough; guide cath: heartrail 6f bl3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.